Event description:
The healthcare professional reported that during a vascular stent placement procedure, the 4mm x 23mm enterprise 2 stent (encr402312 / 6948528) was impeded in the tip of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30679789) and could not pass through it. The physician retracted the stent and used a new stent. However, the second stent, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6948533) but the second stent was also impeded in the tip of the microcatheter. The physician made an unsuccessful attempt to withdraw the stent. The stent was removed with the microcatheter and a new microcatheter and a new stent were used to complete the procedure. There was no report of any patient adverse event or complication. On 17-jun-2022, additional information was received. The information indicated that the target vessel was the middle cerebral artery (mca). The first stent used was the 4mm x 23mm enterprise 2 stent (encr402312 / 6948528) and the second stent was the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6948533). When the physician removed the first stent, he only removed the stent; the microcatheter was not removed. An adequate and continuous flush was maintained through the microcatheter. The second stent was impeded in the microcatheter and could not advance nor retract; the stent body component of the second stent was deformed. The information indicated that when the first stent was removed, the stent component was not still on the delivery wire. The second stent component was still on the delivery wire when it was removed. There was no reason for the different sizes of the enterprise device used, it was ¿because the hospital has no same size stent.¿ the information indicated that the tip of the microcatheter was kinked / bent. The physician replaced the microcatheter when he replaced the second stent. The replacement stent used to complete the procedure was a 4mm x 30mm enterprise 2 stent (encr403012). There was no blood flow restriction / reduction as a result of the reported event. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone:(B)(6). The initial reporter email address is not available / reported. Device evaluated by MFR: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(4) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948533. The history record indicates this product was final inspection tested at (B)(4) medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00425. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. [Conclusion]: the healthcare professional reported that during a vascular stent placement procedure, the 4mm x 23mm enterprise 2 stent (encr402312 / 6948528) was impeded in the tip of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30679789) and could not pass through it. The physician retracted the stent and used a new stent. However, the second stent, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6948533) but the second stent was also impeded in the tip of the microcatheter. The physician made an unsuccessful attempt to withdraw the stent. The stent was removed with the microcatheter and a new microcatheter and a new stent were used to complete the procedure. There was no report of any patient adverse event or complication. On 17-jun-2022, additional information was received. The information indicated that the target vessel was the middle cerebral artery (mca). The first stent used was the 4mm x 23mm enterprise 2 stent (encr402312 / 6948528) and the second stent was the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6948533). When the physician removed the first stent, he only removed the stent; the microcatheter was not removed. An adequate and continuous flush was maintained through the microcatheter. The second stent was impeded in the microcatheter and could not advance nor retract; the stent body component of the second stent was deformed. The information indicated that when the first stent was removed, the stent component was not still on the delivery wire. The second stent component was still on the delivery wire when it was removed. There was no reason for the different sizes of the enterprise device used, it was ¿because the hospital has no same size stent.¿ the information indicated that the tip of the microcatheter was kinked / bent. The physician replaced the microcatheter when he replaced the second stent. The replacement stent used to complete the procedure was a 4mm x 30mm enterprise 2 stent (encr403012). There was no blood flow restriction / reduction as a result of the reported event. There was no clinically significant delay in the procedure. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948533. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Multiple attempts to obtain product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00424 and 3008114965-2022-00425. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 19-sep-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00425. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a vascular stent placement procedure, the 4mm x 23mm enterprise 2 stent (encr402312 / 6948528) was impeded in the tip of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30679789) and could not pass through it. The physician retracted the stent and used a new stent. However, the second stent, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6948533) but the second stent was also impeded in the tip of the microcatheter. The physician made an unsuccessful attempt to withdraw the stent. The stent was removed with the microcatheter and a new microcatheter and a new stent were used to complete the procedure. There was no report of any patient adverse event or complication. On 17-jun-2022, additional information was received. The information indicated that the target vessel was the middle cerebral artery (mca). The first stent used was the 4mm x 23mm enterprise 2 stent (encr402312 / 6948528) and the second stent was the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6948533). When the physician removed the first stent, he only removed the stent; the microcatheter was not removed. An adequate and continuous flush was maintained through the microcatheter. The second stent was impeded in the microcatheter and could not advance nor retract; the stent body component of the second stent was deformed. The information indicated that when the first stent was removed, the stent component was not still on the delivery wire. The second stent component was still on the delivery wire when it was removed. There was no reason for the different sizes of the enterprise device used, it was ¿because the hospital has no same size stent.¿ the information indicated that the tip of the microcatheter was kinked / bent. The physician replaced the microcatheter when he replaced the second stent. The replacement stent used to complete the procedure was a 4mm x 30mm enterprise 2 stent (encr403012). There was no blood flow restriction / reduction as a result of the reported event. There was no clinically significant delay in the procedure. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6948533) was received contained in the decontamination pouch. Visual inspection was performed. The delivery wire and the introducer were found to be in good conditions (i.e., no kinks, no fractures, no separations). The stent component was observed to be detached from the delivery wire; it was observed to be in good condition (i.e., no broken struts, marker bands, and no kinks). The reported issue in the complaint regarding the stent component being impeded in the microcatheter could not be tested due to the detached condition noted on the stent. The stent detachment was not originally reported in the complaint, and the exact timing when this condition occurred could not be determined. Based on the appearance of the stent component, there is no evidence to suggest that it was subjected to excessive manipulation as a result of the impeded condition encountered during the procedure. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948533. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. ¿ if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00425. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.